Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05632. It was reported the patient is not receiving effective therapy due to high impedances. Patient underwent surgical intervention in which one lead was replaced due to a fracture. Patient now has effective therapy. Note: it is not known which lead was replaced or fractured so both leads are being reported.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.